Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that infusion set peeled off from right lower abdomen on (B)(6) 2024. No further information available.